Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. When returned, the device had no telemetry. The cause of the telemetry issue was the depleted battery. The cause of the premature depletion was unable to be determined.

Manufacturer narrative:
(B)(4). The pacemaker remains implanted at this time. A boston scientific crm technical service consultant was contacted and discussed that the really high output of the device would have a lot of impact regarding the longevity remaining. The longevity remaining is calculated according to various parameters like pacing rate, voltage, and pulse width of pacing stimulus, lead impedances, and pacing percentages. If changes were made to the settings of the device or if lead measurements were changing, it is possible to have the remaining longevity fluctuating. Please note that when parameters are changed during a telemetry session, the battery status and longevity remaining are controlled by the programmer until the next charge time measurement is performed. Thus, longevity remaining and the battery status can change any time programming changes are performed. In order to check if the device has truly reached ert, it is suggested to use a magnet and to check the rate (should be 85 at ert). Telemetry is not guaranteed after the device has reached eol (< 85). However, the inability to interrogate a device could also be caused by a noisy environment (electromagnetic interferences), poor grounding of the programmer, or inadequate wand position. If ert is confirmed per the magnet rate and an explant procedure is planned it is kindly suggested to return the device to boston scientific crm. The increase in pacing threshold should be taken seriously. Should additional information become available an amended report will be submitted. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Event description:
Boston scientific crm received information that this pacemaker was implanted in 2006. (Model and serial number of both the atrial and ventricular leads is unknown) shortly after the implant in 2006, the patient experienced an infection. A second atrial lead was implanted at that time (model and serial number unknown). In 2008, it was noted that the thresholds had increased. The thresholds continued to increase through (B)(6) 2009. As the patient had first degree av block as well, the device was reprogrammed from ddd to vvi-40 on (B)(6) 2009. The right ventricular output was also programmed to 5.0v @ 0.9ms. On (B)(6) 2009 the output was increased again to 6.5v@ 1.0ms. On (B)(6) 2009 the device was programmed to vvi-35 after the daily measurements had reported 23% right ventricular pacing at a rate of 40ppm. At this time the battery status was 50% remaining and the estimated longevity was 4.0 years. The patient returned for a follow up visit on (B)(6) 2010 and at this follow up the device was unable to be interrogated. It was suspected that the device had exceeded the elective replacement time and therefore, telemetry was lost. Another follow up visit was performed on (B)(6) 2010. There was no magnet rate, the device was not pacing. The patient had an intrinsic rhythm at 47bpm. A 48 hour holter monitor was performed and revealed that the patient had an intrinsic rhythm and only a few avb ii during the night. The patient will be followed up again in 6 months time to reevaluate for device replacement. No adverse patient effects were reported. Information was subsequently received that this device was explanted and returned for analysis. No adverse patient effects were reported.